Event description:
The suspected root cause of the event was insulation damage of the right atrial lead, however, this was not confirmed.

Event description:
During a follow-up in clinic, noise resulting in oversensing, a loss of capture, and low pacing impedance was noted on the right atrial (ra) lead. The ra lead was capped and replaced. The patient was stable.